Manufacturer narrative:
Evaluation: visual inspection of the returned sample did confirm customer reported failure mode, in the form of a yellow type thread adhered to plunger assembly. Further visual inspection under microscope 10x revealed that thread like object appeared to be a plastic like object. There are no materials used in the assembly process which could originate the type of object seen by customer. There was a complete review of the operational conditions of the lf manufacturing line from march 2005 to may 2005 were both equipment and personnel cleaning and gowning practices, identifying the potential sources of foreign objects which were addressed as listed below. Root cause analysis: origin of foreign object could be traced to a specific source. Conclusions/corrective actions: actions were taken to prevent the foreign objects in product or its package. Reinforce the 6s program in manufacturing area, which consists on daily cleaning routines by our manufacturing personnel during shift transitions. Material handling practices were changed to prevent the adhesion of foreign particles to components such as the roll stock which is the raw material for the syringe tray. Sticky mats were installed in the entrance door of the manufacturing area to collect the dust form the personnel shoes before they get into the assembly area. Gowning practices were reviewed with all lf assembly line personnel to reinforce its correct application which include the adequate use and replacement of head covers.

Event description:
A foreign object like a yellow thread state was found inside the syringe barrel. We would like to know that what this foreign body is.